Event description:
(15/18, reference (B)(4) for all attachments and related complaints)per complaint: no disposable pump won't run- res vol 97 ml rate 2.2ml/hr given 4.05 ml, air in line, patient not affected no further information available.